Event description:
During routine testing, the user determined that the energy output from the defibrillator was not correct. There was no patient involved. Tests on the unit disclosed a broken lead on a resistor (r7) on assembly 590112. No specific cause of the broken lead could be determined. It appears to have been a random component failure on a 16 year old device. No additional action is anticipated. The event is not occurring more frequently or with greater severity than is usual for the device.